Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported for the past year a discrepancy in the pump was noticed. The patient had not shown any signs or symptoms other than being a little more spastic. The hcp wanted to replace the pump earlier in the year but the patient was not cleared by his cardiologist of gp to have it replaced. The patient recently was cleared for surgery ¿ so they are scheduled next month to have whole system replaced. It was noted each time a refill was done 7ml was pulled out. The concentration was 2000.0 mcg/ml and the daily dose was 1487.2 mcg/day with a plan to reduce the dose by 20% each week until surgery.

Manufacturer narrative:
Other relevant components include: product ID 8711 lot# j10918r11 implanted: (B)(6) 2001 product type catheter product ID 8711 lot# j10918r11 implanted: (B)(6) 2001 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained lioresal with a concentration of 2000 ¿mcg¿ at a dose of 1485.6 ¿mcg¿. It was reported the patient had been loose for the last couple of days ((B)(6) 2017). The patient was really sick on (B)(6) 2017. The registered nurse (rn) said the patient came in with a urinary tract infection (uti) and went to their primary care provider. The rn said the oxygen saturation was 80%, and there was fluid in the lungs. The patient ended up in the hospital for a week with sepsis. It was unknown what environmental/external/patient factors might have led or contributed to the issue. The patient¿s refill was due on (B)(6) 2017. The rn did the refill the day of report ((B)(6) 2017). The patient should have had 11.2 cc in the pump, and the rn took out 30 cc. The rn was told to reduce the dose; the rn reduced the patient¿s dose by 17%. The issue was not resolved at the time of the report. They were waiting to set up a dye study date. It was unknown if surgical intervention was planned. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. Patient medical history included spinal cord injury (sci). Additional information received from the representative on (B)(6) 2017 reported a dye study was still not scheduled. No further patient complications were reported.

Event description:
Additional information received from the hcp reported the cause of the uti, oxygen saturation of 84%, and fluid in the lungs was not determined. The hcp stated it could have possibly been related to the volume discrepancy. No dye study was performed. On (B)(6) 2017, the hcp brought the patient in to check the volume in the pump. The estimated reservoir volume was 26.5 ml, and the actual reservoir volume was 29 ml. The patient was doing well and had no problems; the patient was back to baseline. The cause of the volume discrepancy could not be determined. The patient decided to keep the pump and not go through surgery to have it replaced. No further patient complications were reported.

Manufacturer narrative:
Product ID 8711, lot# j10918r11, implanted: (b)(*6) 2001, explanted: (B)(6) 2018. Product type catheter, product ID 8711, lot# j10918r11, implanted: (B)(6) 2001, explanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, additional information was received. The rep indicated that the case was tuesday ((B)(6) 2018). The rep was not able to get the explants back from the hospital. The hcp "didn't test, so no idea on how it was functioning after he opened up the patient". The catheter remained implanted. "It had not come out, even though there was no anchor used". The two pieces were connected with the pin, but "I did note that the 'sleeves' were not used, either". The rep then stated, "they were nowhere to be found when I looked at the explanted catheter".